Manufacturer narrative:
A medtronic representative, following up with the site, reported that the procedure was a spinal fusion and the site used c-arm to finish.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Resolution of this issue confirmed on the call. The medtronic representative cautioned the site that wireless is not a validated use of the system. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Evaluation not required, resolution confirmed.

Event description:
A medtronic representative reported that, while in a procedure, the site's imaging system was not connecting to their navigation system. In trouble-shooting, the medtronic representative attempted to use multiple ethernet cables, checked all internal connections and found the site had installed a wireless router and switched the mobile view station (mvs) networking to dynamic host configuration protocol (dhcp). After bypassing this, and re-setting a static ip address, normal function was restored. Trouble-shooting created a 10 minute delay when the surgeon elected to discontinue the use of the navigation system and the imaging system. The surgeon opted to complete the procedure without the use of the navigation. There was no impact on patient outcome.